Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to confirm the reported problem. The main board was replaced and the missing original equipment manufactured (OEM) battery was added to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a main printed circuit board (pcb) issue. Found during testing. No patient involvement.